Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the cause for the mechanical issues was not identified during the procedure. The patient did not experience any further adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided. Additional information was received in which it was stated that the patient underwent an ipp replacement due to unknown reasons. Caller was unsure if there was fluid loss in the device or not due to not being present in the case. The patient was said to be doing fine after the procedure. No more information available at the moment. Should pertinent additional information become available, it will be provided. Product investigation completed. The device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The other cylinder performed within specifications. The pump was not functionally tested due to a misaligned spring. The product analysis confirmed the alleged device malfunction, as the misaligned spring would reduce the functionality of the pump. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 720185-01 serial number null batch/lot number 908037012 model/catalog description reservoir flat iz 100 ml. Product investigation completed. The device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The other cylinder performed within specifications. The pump was not functionally tested due to a misaligned spring. The product analysis confirmed the alleged device malfunction, as the misaligned spring would reduce the functionality of the pump. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the cause for the mechanical issues was not identified during the procedure. The patient did not experience any further adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided. Additional information was received in which it was stated that the patient underwent an ipp replacement due to unknown reasons. Caller was unsure if there was fluid loss in the device or not due to not being present in the case. The patient was said to be doing fine after the procedure. No more information available at the moment. Should pertinent additional information become available, it will be provided.